Event description:
As reported, the black peel tubing of the 6mm angioguard did not peel properly. It was difficult to peel. The case was completed using the same angioguard, although additional time was taken to peel and back off the wire. There was no reported injury to the patient. This doctor is very proficient with the device. The product was stored and handled according to the instructions for use (IFU), and it was also inspected and prepped according to the IFU. No unusual conditions were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. There was no difficulty encountered when flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath, with no difficulties during the docking process. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The intended procedure was for a carotid artery stent. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the black peel tubing of the 6mm angioguard did not peel properly. It was difficult to peel. The case was completed using the same angioguard, although additional time was taken to peel and back off the wire. There was no reported injury to the patient. This doctor is very proficient with the device. The product was stored and handled according to the instructions for use (IFU), and it was also inspected and prepped according to the IFU. No unusual conditions were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. There was no difficulty encountered when flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath, with no difficulties during the docking process. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The intended procedure was for a carotid artery stent. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, the black peel tubing of the 6mm angioguard did not peel properly. It was difficult to peel. The case was completed using the same angioguard, although additional time was taken to peel and back off the wire. There was no reported injury to the patient. This doctor is very proficient with the device. The product was stored and handled according to the instructions for use (IFU), and it was also inspected and prepped according to the IFU. No unusual conditions were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. There was no difficulty encountered when flushing the filter introducer and deployment sheath. Saline was noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire, and the anti-migration clip closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath, with no difficulties during the docking process. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The intended procedure was for a carotid artery stent. A non-sterile ¿6mm basket, medium support, angioguard rx for us carotid¿ was received inside of a clear plastic bag. The device was unpacked to perform the visual evaluation. The returned components were a deployment sheath, and a ecgw system. The ecgw system was inserted inside the capture sheaths. The returned unit was completely peeled, and no other outstanding details were observed on the returned unit. Functionally analysis was not performed due to the unit being returned fully deployed. The failure reported by the customer as ¿deployment (delivery) sheath - peeling difficulty - inability to peel (rx only)¿ could not be confirmed due to the nature of the complaint where the returned unit conditions showed the complete deployment of the unit and it was returned inserted on the capture sheath, therefore no functional analysis could be executed to evaluate the reported event. Exact cause of the reported event could not be conclusively determined during the analysis, and it was considered that procedural or handling factors might have contributed to this issue. The product analysis does not suggest that the observed reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.